Event description:
It was reported that, "extension piece rotated about hip stem neck."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device reference in this report (including x-rays and medical records) was requested. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.